Manufacturer narrative:
Based on the visual inspection and functional test performed on the returned device, the device met standard specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported the olympus disposable distal attachment fell off inside the patient's body during a diagnostic procedure. The device was collected immediately using a collection device and the procedure was completed with the same set of equipment. The recovered distal attachment was noted to have cracks. There was no reported patient impact.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was evaluated by olympus, and the subject device was torn vertically and broken. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the following was identified: 1. The resistance to the endoscope was high when the subject device was attached to the endoscope. However, lubricant was not used. 2. Since a large load was applied to the product, the product was torn. Moreover, it is likely that the subject device was not firmly secured to the endoscope by medical tape. This may have caused the device to fall into the patient¿s body. However, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿be sure to wipe away any excess lubricant before mounting the instrument and secure the instrument firmly using medical tape with sufficient elasticity. If the instrument is not firmly secured, it could come off inside the body cavity during use and cause patient injury, such as mucous membrane damage.¿ ¿do not apply excessive bending, pulling or pressure to this product. Failure to do so may result in equipment damage or reduced functionality.¿ ¿do not use vaseline (or any lubricant that contains petroleum jelly), olive oil, alcohol, or the xylocaine spray to lubricate the instrument. Doing so could cause equipment damage or cause the instrument to fall off the endoscope inside the patient.¿ ¿if you encounter strong resistance when mounting the instrument on the endoscope, apply a water-soluble lubricant to the endoscope attachment section.¿ this supplemental report includes a correction to b5 and h8 from the initial medwatch. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that lubricant was not applied to the distal attachment or the distal end of the endoscope. No additional chemical and/or agents were applied to the distal attachment when it was attached to the endoscope. Also, the distal attachment was not secured to the endoscope with medical tape.